Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the battery cap threads were stripped, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed evidence of unexplained pump reboot on (B)(4) 2018. A visual inspection of the pump revealed the battery compartment was cracked from threads down to the case seal on the side. There was corrosion observed in the battery canister and on the battery cap. The returned battery cap undamaged and able to fit securely to maintain an electrical connection. The pump ez-prime steps were performed correctly and the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power was not duplicated, however, damage to the battery compartment was confirmed during investigation. Unrelated to the complaint, investigation revealed the display screen was dim.